Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly. Physio-control determined that the cause of the reported failure was due to a metal oxide varistor, designator mv3 on the power supply assembly that had burnt open, causing a fuse, designator f3 to open. This then caused the device not to have any 12 volt output and no battery charge. In addition it was observed that the power supply assembly had signs of residue and corrosion.

Event description:
It was reported to physio-control that the customer's device could not be powered on. The ac mains led remained off as well. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.